Event description:
While using the carroll tendon passer to pull drain tubing through the incision, the instrument snapped in half. Physician indicates that no undue torque was placed on the instrument. All pieces were retrieved and the wound was inspected by the surgeon. There was no injury to the patient.